Event description:
Out of range (oor) atrial impedance measurements, likely related to rpl212. Reported on the medtronic ipg for same allegation. Rv high thresholds and variable impedance -mdt atrial lead is competitor lead (stj) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).